Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken off end cap and missing end cap sticker. The drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that the end of the insulin pump popped out and pushed it back in. The customer also reported that there was a crack on the screen of the insulin pump. The customer's blood glucose was 97 mg/dl at the time of incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.